Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported having blurry vision after cataract surgery with an intraocular lens (iol) implant. He has seen both retina and cornea specialists but has not been diagnosed with any ocular diseases at this time. Additional information was received from the consumer stating he cannot see in his right eye.